Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Without the device returned for analysis and specified failure mode, a conclusive cause could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - the UDI is not known as the part and lot number were not provided. Medwatch report # mw5163248 attached.

Event description:
User facility medwatch report (# mw5163248) received as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, the perclose device failed due to patient's heavy calcification at the common femoral artery at the access site. An endarterectomy was performed, and a patch was placed on the common femoral artery. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).